Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm/replicate the reported complaint. The instrument was found with a missing inner and outer distal pulleys that rout the grip cable. The distal pulleys were not returned with the instrument. Each missing pulley measures approximately 0.14" x 0.05". The known common cause of this failure is mishandling/misuse. Additional failure analysis (afa) confirmed the primary fa findings that the two distal idler pulleys on one side of the wrist were missing. The shaft of the distal clevis that these pulleys were installed on exhibited damage, which likely allowed the pulleys to fall off. Additionally, the shaft was swaged, further supporting that the pulleys fell off due to the damage and not due to a manufacturing issue. Fa and afa investigation results revealed that the reported issue was a result of mishandling/misuse and there was no malfunction of the instrument. The customer confirmed via x-ray that there was no fragment in the patient. However, the location of one of the missing pieces from the instrument remains unknown. A follow-up MDR will be submitted if any additional information becomes available.

Event description:
Follow-up information.

Manufacturer narrative:
Failure analysis (fa) investigation confirmed/replicated the reported complaint.

Manufacturer narrative:
The large needle driver instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the customer reported that the small metal disc around the pulley was missing from one side of the needle driver instrument in which one piece was found and other piece was missing. Though the customer confirmed via x-ray that there was no fragment left behind the patient, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the customer noted ¿cog fell part from the wire,¿ which one piece was found and the other piece was missing. The customer confirmed via x-ray that there was no fragment left behind in the patient. The procedure was completed with no reported injury to the patient. On (B)(6) 2019, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the small metal disc around the pulley was missing from one side of the needle driver instrument after having finished suturing the vaginal vault. The instrument was in use for approximately 10 minutes. The needle driver still worked but not as expected. The instrument was inspected prior to use and there was no instrument collisions. The instrument was not removed during the procedure. The patient had a negative abdominal-pelvic x-ray. The patient was in a normal post-operative recovery and was to be discharged on (B)(6) 2019.